Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported device which turned off when a/c (alternating current) power was removed and blank white screen when on battery power, which were both reproduced. The pump powered off unexpectedly and screen was blank due unable to power issue. A review of the event history log identified improper shutdown messages. An ¿improper shutdown!¿ message displays when the pump is powered on after all power sources to the pump were lost, however the history log cannot be used to determine the means by which power became disconnected. The reported conditions were verified. Evaluation determined the assignable cause during a visual inspection to be depressed battery pins. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off when a/c (alternating current) power was removed. The process step was unknown. Blank white screen was displayed when on battery power. There was no patient involvement. No additional information is available.